Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("a lot of abdominal pain") in a (B)(6) female patient who received essure (batch no. Not available) for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In 2014, the patient experienced somnolence ("sleepy"). On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), migraine ("bad migraines"), fatigue ("fatigue all the time"), menstrual disorder ("periods that are not normal") and menorrhagia ("bleeding longer lasting longer than 5 days and unusual heavy"). On an unknown date, the patient experienced contusion ("cuticles are all bruised up"), skin exfoliation ("cuticles peeled back and fell"), skin swelling ("cuticles swelled up and") and dyspareunia ("dyspareunia"). The patient was treated with medroxyprogesterone acetate and surgery (bilateral salpingectomy performed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain, migraine, fatigue, menorrhagia and dyspareunia had resolved and the somnolence, menstrual disorder, contusion and skin exfoliation had not resolved and the skin swelling outcome was unknown. The reporter considered abdominal pain, migraine, fatigue, menorrhagia and dyspareunia to be related to essure. The reporter provided no causality assessment for somnolence, menstrual disorder, contusion, skin exfoliation and skin swelling with essure. The reporter commented: plaintiff reported no relief of her symptoms after being prescribed progesterone. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2016: pathology test result was focal chronic inflammation in both of tubes. On (B)(6) 2016, an ultrasound was performed to evaluate her symptoms but no result was provided. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 28-feb-2017: legal claim received: new events were reported. Essure insertion date was provided and removal date and intervention of essure were provided. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented a lot of abdominal pain. A bilateral salpingectomy to remove essure was performed around 3 years after placement. The reported event is due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case during essure's use, consumer experienced a lot of abdominal pain. She underwent a bilateral salpingectomy. This case was regarded as incident, since device removal was required. Other non-serious events were reported. An update of product technical analysis is awaited. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus"), device breakage ("device breakage") and genital haemorrhage ("heavy, persistent bleeding") in a (B)(6) year-old female patient who had essure (batch no. Co3095) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (date of births: (B)(6)), lipoma excision, skin graft and premature baby (B)(6) weeks. Concomitant products included medroxyprogesterone (depo provera). In 2014,the patient experienced somnolence ("sleepy"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced menstrual disorder ("periods that are not normal"), menorrhagia ("bleeding longer lasting longer than 5 days and unusual heavy"), migraine ("bad migraines") and fatigue ("fatigue all the time / chronic fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), investigation noncompliance ("she did not undergo essure confirmation test"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia"), urinary tract infection ("urinary tract infections"), weight increased ("weight gain"), thyroid disorder ("thyroid issues"), skin exfoliation ("cuticles peeled back and fell"), skin swelling ("cuticles swelled up and"), tooth disorder ("dental problems"), mental disorder ("aggravated any psychiatric and/ or psychological condition(s)"), ovarian cyst ("ovarian cyst") with adnexa uteri pain, contusion ("cuticles are all bruised up"), arthralgia ("joint pain") and nausea ("nausea"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), investigation noncompliance ("she did not undergo essure confirmation test"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia"), urinary tract infection ("urinary tract infections"), weight increased ("weight gain"), thyroid disorder ("thyroid issues"), skin exfoliation ("cuticles peeled back and fell"), skin swelling ("cuticles swelled up and"), tooth disorder ("dental problems"), mental disorder ("aggravated any psychiatric and/or psychological condition(s)"), ovarian cyst ("ovarian cyst") with adnexa uteri pain, contusion ("cuticles are all bruised up"), arthralgia ("joint pain") and nausea ("nausea"). The patient was treated with medroxyprogesterone acetate, surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, investigation noncompliance, vaginal discharge, urinary tract infection, weight increased, thyroid disorder, skin swelling, tooth disorder, mental disorder, ovarian cyst, arthralgia and nausea outcome was unknown, the menstrual disorder, skin exfoliation, somnolence and contusion had not resolved and the menorrhagia, dyspareunia, migraine and fatigue had resolved. The reporter considered arthralgia, device breakage, dyspareunia, fatigue, genital haemorrhage, investigation noncompliance, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, thyroid disorder, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter provided no causality assessment for contusion, menstrual disorder, skin exfoliation, skin swelling and somnolence with essure. The reporter commented: plaintiff reported no relief of her symptoms after being prescribed progesterone. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: focal chronic inflammation in both of tubes on (B)(6) 2016, an ultrasound was performed to evaluate her symptoms but no result was provided. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 05-jan-2018: plaintiff fact sheet received. Events pelvic pain, heavy, persistent bleeding, severe abdominal/ pelvic cramping, joint pain, joint pain, thyroid issues, urinary tract infections, migraines, dental problems, painful intercourse,nausea, vaginal discharge, weight gain, device breakage, perforation of uterus, ovarian cysts, she still had mild pain due to cysts on her ovaries, aggravated any psychiatric condition are added. Lot number added. Patient, reporter & product information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus"), device breakage ("device breakage") and genital haemorrhage ("heavy, persistent bleeding") in a 27-year-old female patient who had essure (batch no. C03095) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (date of births: (B)(6) 2007, (B)(6) 2009, (B)(6) 2012, (B)(6) 2014), lipoma excision, skin graft and premature baby. Concomitant products included medroxyprogesterone (depo provera). In 2014, the patient experienced somnolence ("sleepy"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1 year 4 months after insertion of essure, the patient experienced menstrual disorder ("periods that are not normal"), menorrhagia ("bleeding longer lasting longer than 5 days and unusual heavy"), migraine ("bad migraines") and fatigue ("fatigue all the time / chronic fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), investigation noncompliance ("she did not undergo essure confirmation test"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia"), urinary tract infection ("urinary tract infections"), weight increased ("weight gain"), thyroid disorder ("thyroid issues"), skin exfoliation ("cuticles peeled back and fell"), skin swelling ("cuticles swelled up and"), tooth disorder ("dental problems"), mental disorder ("aggravated any psychiatric and/or psychological condition(s)"), ovarian cyst ("ovarian cyst") with adnexa uteri pain, contusion ("cuticles are all bruised up"), arthralgia ("joint pain") and nausea ("nausea"). The patient was treated with medroxyprogesterone acetate, surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, investigation noncompliance, vaginal discharge, urinary tract infection, weight increased, thyroid disorder, skin swelling, tooth disorder, mental disorder, ovarian cyst, arthralgia and nausea outcome was unknown, the menstrual disorder, skin exfoliation, somnolence and contusion had not resolved and the menorrhagia, dyspareunia, migraine and fatigue had resolved. The reporter provided no causality assessment for contusion, menstrual disorder, skin exfoliation, skin swelling and somnolence with essure. The reporter considered arthralgia, device breakage, dyspareunia, fatigue, genital haemorrhage, investigation noncompliance, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, thyroid disorder, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff reported no relief of her symptoms after being prescribed progesterone. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: focal chronic inflammation in both of tubes on (B)(6) 2016, an ultrasound was performed to evaluate her symptoms but no result was provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus"), fallopian tube perforation ("left fallopian tube perforation"), device breakage ("device breakage") and genital haemorrhage ("heavy, persistent bleeding") in a 27-year-old female patient who had essure (batch no: c03095) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 (date of births: (B)(6) 2007, (B)(6) 2009, (B)(6) 2012, (B)(6) 2014), lipoma excision, skin graft and premature baby. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. In 2014, the patient experienced somnolence ("sleepy"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced menstrual disorder ("periods that are not normal"), menorrhagia ("bleeding longer lasting longer than 5 days and unusual heavy"), migraine ("bad migraines") and fatigue ("fatigue all the time / chronic fatigue"), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), investigation noncompliance ("she did not undergo essure confirmation test"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia/painful intercourse"), urinary tract infection ("urinary tract infections"), thyroid disorder ("thyroid issues"), skin exfoliation ("cuticles peeled back and fell"), skin swelling ("cuticles swelled up and"), tooth disorder ("dental problems"), mental disorder ("aggravated any psychiatric and/or psychological condition(s)"), ovarian cyst ("ovarian cyst/ ovarian cysts all within 2 weeks of implant") with adnexa uteri pain, contusion ("cuticles are all bruised up"), arthralgia ("joint pain"), nausea ("nausea"), allergy to metals ("unable to wear nickel earrings or rings"), bipolar disorder ("do you claim that your use of essure caused or aggravated any psychiatric and/or psychological condition(s)? Yes"), depression ("do you claim that your use of essure caused or aggravated any psychiatric and/or psychological condition(s)? Yes") and anxiety ("do you claim that your use of essure caused or aggravated any psychiatric and/or psychological condition(s)? Yes") and was found to have weight increased ("weight gain"). The patient was treated with medroxyprogesterone acetate and surgery (hysterectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, genital haemorrhage, investigation noncompliance, vaginal discharge, urinary tract infection, weight increased, thyroid disorder, skin swelling, tooth disorder, mental disorder, arthralgia, nausea, allergy to metals, bipolar disorder, depression and anxiety outcome was unknown, the menstrual disorder, skin exfoliation, ovarian cyst, somnolence and contusion had not resolved and the menorrhagia, dyspareunia, migraine and fatigue had resolved. The reporter provided no causality assessment for contusion, menstrual disorder, skin exfoliation, skin swelling and somnolence with essure. The reporter considered allergy to metals, anxiety, arthralgia, bipolar disorder, depression, device breakage, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, investigation noncompliance, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, thyroid disorder, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff reported no relief of her symptoms after being prescribed progesterone. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2016: results: focal chronic inflammation in both of tubes. Diagnostic results: on (B)(6) 2016, an ultrasound was performed to evaluate her symptoms but no result was provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: pfs received: consumer address was updated. Patient's date of birth was updated. New events fallopian tube perforation, bipolar disorder, anxiety, depression and unable to wear nickel earrings or rings were added. Outcome of the event ovarian cyst to not recovered/not resolved. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation of uterus/ migration'), fallopian tube perforation ('left fallopian tube perforation'), salpingitis ('inflammation in the fallopian tubes') and hospitalisation ('hospitalization') in a 27-year-old female patient who had essure (batch no. C03095) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 4 (date of births: (B)(6) 2007, (B)(6) 2009, (B)(6) 2012, (B)(6) 2014), lipoma excision, skin graft, premature baby, hematuria, pyelonephritis and cervicitis. Previously administered products included for an unreported indication: ibuprofen and tylenol. Concurrent conditions included back pain, flank pain, abdominal mass and abdominal wall mass. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced somnolence ("sleepy"). On (B)(6) 2016, the patient experienced menstrual disorder ("periods that are not normal"), menorrhagia ("bleeding longer lasting longer than 5 days and unusual heavy"), migraine ("bad migraines") and fatigue ("fatigue all the time / chronic fatigue"), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy, persistent bleeding"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia/painful intercourse"), urinary tract infection ("urinary tract infections"), autoimmune thyroid disorder ("thyroid issues / auto-immune symptoms"), skin exfoliation ("cuticles peeled back and fell"), skin swelling ("cuticles swelled up and"), tooth disorder ("dental problems"), mental disorder ("aggravated any psychiatric and/or psychological condition(s)"), ovarian cyst ("ovarian cyst/ ovarian cysts all within 2 weeks of implant") with adnexa uteri pain, contusion ("cuticles are all bruised up"), arthralgia ("joint pain"), nausea ("nausea"), dermatitis contact ("unable to wear nickel earrings or rings / hypersensitivity"), bipolar disorder ("psychiatric and/or psychological condition(s)? Yes"), depression ("do you claim that your use of essure caused or aggravated any psychiatric and/or psychological condition(s)? Yes") and anxiety ("do you claim that your use of essure caused or aggravated any psychiatric and/or psychological condition(s)? Yes"), was found to have weight increased ("weight gain") and underwent hospitalisation (seriousness criterion hospitalization). The patient was treated with medroxyprogesterone acetate and surgery (hysterectomy, hysterectomy partial, salpingectomy (bilateral) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, salpingitis, genital haemorrhage, vaginal discharge, urinary tract infection, weight increased, autoimmune thyroid disorder, skin swelling, tooth disorder, mental disorder, arthralgia, nausea, dermatitis contact, bipolar disorder, depression, anxiety and hospitalisation outcome was unknown, the menstrual disorder, skin exfoliation, ovarian cyst, somnolence and contusion had not resolved and the menorrhagia, dyspareunia, migraine and fatigue had resolved. The reporter provided no causality assessment for contusion, menstrual disorder, skin exfoliation, skin swelling and somnolence with essure. The reporter considered anxiety, arthralgia, autoimmune thyroid disorder, bipolar disorder, depression, dermatitis contact, device breakage, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hospitalisation, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, salpingitis, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff reported no relief of her symptoms after being prescribed progesterone. Zero essure coils remained on the right side (however coils could be visualized within the tube) and approximately two to three on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: small cysts in both ovaries. Essure devices bilaterally appear to be appropriately positioned. No free fluid or visible blood in the pelvis.. Pathology test - on (B)(6) 2016: results: focal chronic inflammation in both of tubes. Diagnostic results: on (B)(6) 2016, an ultrasound was performed to evaluate her symptoms but no result was provided. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- abdominal pain, ovarian cyst, urinary tract infection, menorrhagia, tooth disorder, nausea, migraine, headache, depression, anxiety. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: event salpingitis was added. Reported verbatim auto-immune symptoms and hypersensitivity were updated to thyroid disorder, allergy to metals respectively. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation of uterus/ migration'), fallopian tube perforation ('left fallopian tube perforation'), salpingitis ('inflammation in the fallopian tubes') and hospitalisation ('hospitalization') in a 27-year-old female patient who had essure (batch no. C03095) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 4 (date of births: (B)(6) 2007, (B)(6) 2009, (B)(6) 2012, (B)(6) 2014), lipoma excision, skin graft, premature baby, hematuria, pyelonephritis and cervicitis. Previously administered products included for an unreported indication: ibuprofen and tylenol. Concurrent conditions included back pain, flank pain, abdominal mass and abdominal wall mass. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. In 2014, the patient experienced somnolence ("sleepy"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced menstrual disorder ("periods that are not normal"), menorrhagia ("bleeding longer lasting longer than 5 days and unusual heavy"), migraine ("bad migraines") and fatigue ("fatigue all the time / chronic fatigue"), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy, persistent bleeding"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia/painful intercourse"), urinary tract infection ("urinary tract infections"), autoimmune thyroid disorder ("thyroid issues / auto-immune symptoms"), skin exfoliation ("cuticles peeled back and fell"), skin swelling ("cuticles swelled up and"), tooth disorder ("dental problems"), mental disorder ("aggravated any psychiatric and/or psychological condition(s)"), ovarian cyst ("ovarian cyst/ ovarian cysts all within 2 weeks of implant") with adnexa uteri pain, contusion ("cuticles are all bruised up"), arthralgia ("joint pain"), nausea ("nausea"), dermatitis contact ("unable to wear nickel earrings or rings / hypersensitivity"), bipolar disorder ("psychiatric and/or psychological condition(s)? Yes"), depression ("do you claim that your use of essure caused or aggravated any psychiatric and/or psychological condition(s)? Yes") and anxiety ("do you claim that your use of essure caused or aggravated any psychiatric and/or psychological condition(s)? Yes"), was found to have weight increased ("weight gain") and underwent hospitalisation (seriousness criterion hospitalization). The patient was treated with medroxyprogesterone acetate and surgery (hysterectomy, hysterectomy partial, salpingectomy (bilateral) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, salpingitis, genital haemorrhage, vaginal discharge, urinary tract infection, weight increased, autoimmune thyroid disorder, skin swelling, tooth disorder, mental disorder, arthralgia, nausea, dermatitis contact, bipolar disorder, depression, anxiety and hospitalisation outcome was unknown, the menstrual disorder, skin exfoliation, ovarian cyst, somnolence and contusion had not resolved and the menorrhagia, dyspareunia, migraine and fatigue had resolved. The reporter provided no causality assessment for contusion, menstrual disorder, skin exfoliation, skin swelling and somnolence with essure. The reporter considered anxiety, arthralgia, autoimmune thyroid disorder, bipolar disorder, depression, dermatitis contact, device breakage, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hospitalisation, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, salpingitis, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff reported no relief of her symptoms after being prescribed progesterone. Zero essure coils remained on the right side (however coils could be visualized within the tube) and approximately two to three on the left side . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: small cysts in both ovaries. Essure devices bilaterally appear to be appropriately positioned. No free fluid or visible blood in the pelvis.. Pathology test - on (B)(6) 2016: results: focal chronic inflammation in both of tubes. Diagnostic results: on (B)(6) 2016, an ultrasound was performed to evaluate her symptoms but no result was provided. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- abdominal pain, ovarian cyst, urinary tract infection, menorrhagia, tooth disorder, nausea, migraine, headache, depression, anxiety quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.